Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 499 mg/dl, 107 mg/dl, 155 mg/dl and 206 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: during trouble shooting with the adc customer services, customer indicated that she did not wash her hands prior to one of her glucose testing. Despite multiple attempts to follow up with the customer, customer services were not able to get any clarification from the customer.